Event description:
It was reported that the device was used during a surgical procedure. Upon firing the device on the lung the first time, it cut the tissue but did not form staples. Device was reloaded, placed on tissue, fired and got the same results. A new device was opened to continue with procedure. It performed well. Operating room time extended 1/2 hour. There was no patient consequence.